Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -the video cable is broken. -the outer tube has a dent. -the fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation the video cable is broken and therefore the image is not displayed. However, a definitive root cause of the reportable malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed image blackouts and black image. The issue occurred at reprocessing. There were no reports of patient involvement.